Event description:
It was reported that the patient required an explant of the intraocular lens (iol) from their right eye (od) due to issues driving at nighttime. The iol was replaced with a different johnson & johnson lens, model zcb00. There was no reported patient injury. The patient is stated to be doing well. No additional information was reported.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that code 2140 was not explained in h10 in the initial report submitted. This code is now being explained in this report to correct error. Section h6: health impact: clinical code: 2140 (visual disturbance - dysphotopsia requiring surgical intervention : visual impairment and glare - requiring surgical intervention). Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 10/13/2022. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to or cause visual disturbances and glare. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.